Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2008 and pinnacle and miniarc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh procedure, cystourethroscopy, excision of small vaginal mesh erosion on (B)(6) 2008 due to mixed urinary incontinence and incidental cystotomy. It was reported that patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2009 due to vaginal mesh erosion and postmenopausal bleeding/hematuria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vulvar rash, vaginal bloody discharge, frequency, urgency, and leakage.